Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2015, was chosen as a best estimate based on the date of the mesh was implanted. Initial reporter: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6) health system. (B)(6) . United states. (B)(6) . Adverse event problem: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that a xenform graft device was implanted into the patient during a laparoscopy, lysis of adhesions, laparoscopic culdoplasty - moschcowitz and midline cystocele repair with bilateral paravaginal repair and placement of a xenform graft procedures performed on june 1, 2015 for the treatment of pelvic pain, pelvic adhesions, vaginal apical prolapse and cystocele midline and lateral with urinary retention. The procedure was completed with no complications.as reported by the patient's attorney, the patient has experienced an unspecified injury.